Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.